Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 24. Sinus augmentation and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to themanufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.